Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value not provided. Reportedly, the customer required assistance from their school nurse, details not provided. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.